Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. Analysis of the device memory indicated a lead warning alert. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was explanted and replaced. The right ventricular (rv) lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high thresholds and high impedance. The implantable pulse generator (ipg) exhibited premature battery depletion. The lead and the ipg will be explanted and replaced. No patient complications have been reported as a result of this event.